Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Meter: no product is expected to be returned related to this case. Due to the product not being returned for investigation the production data was reviewed. No issues were found and the product meets all specification. Unable to make further statements because product is not available for investigation. The customer's allegations of incorrect insulin is being delivered and data is missing from the diary could not be tested for due no product is expected to be returned related to this case. Device was not returned.

Event description:
Patient reported she did a blood glucose test, entered the amount of carbs, and then took the advice. Patient stated on several occasions the infusion device appeared to have delivered 50 units of insulin. Patient reported while checking through the data in the diary that on several occasions the infusion device appeared to deliver a quantity of insulin higher than would have been recommended by the advisor. Patient stated an example of this concern was on (B)(6) 2013: 22:31, blood glucose level was 5.6 mmol/l (101 mg/dl), at 23:01 she took 40 g of carbs, did no blood glucose test, and then at 23:03, 27 units of insulin was delivered. Patient reported she performed several blood glucose tests on (B)(6) 2013 between 9:31 and 17:33; the diary only shows one at 17:33. Patient stated the infusion device was downloaded today and there were issues with the infusion device and handset that could not be explained. Patient reported that on several occasions the infusion device had apparently delivered insulin inconsistent with the blood glucose level, carbs, and carb ration (1 unit for 5 g); examples are shown with a low blood glucose level when no correction would have been advised; exact blood glucose reading was not provided. Patient's target blood glucose range is 4-8 mmol/l (72-144 mg/dl). Patient stated a bolus of 50 units of insulin was given on 3 different occasions on (B)(6) 2013. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and the blood glucose monitor for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.